Manufacturer narrative:
The subject device was not returned to any of olympus locations. However, the field service engineer checked the subject device at the user facility and found that the endoscopic image was not displayed while the evis 160/145 series videoscope was connected and there was no failure of the image while the evis 185/190 series videoscope was connected. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the field service engineer, omsc surmised that the reported phenomenon was attributed to the failure of the operational amplifier, because the subject device was the product prior to the design improvement of the operational amplifier circuit on the printed-circuit board.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before an unspecified procedure, it was found that the endoscopic image was not displayed while the evis 180/160 series videoscope was connected. There was no failure of the image while the evis 185/190 series videoscope was connected. There was no report of patient injury associated with the event.